Manufacturer narrative:
Inratio precision data provided by end-user lot 070202: first test inr = >7.5, second test inr = 1.5, third inr = 1.5; mean = unable to be determined; sd = unable to be determined; %cv = unable to be determined. The %cv cannot be determined because the 1st inr gave result >7.5. Per internal procedure, the precision fails the criteria for precision. The test is considered not precise and further testing is required at this time.

Event description:
Caller allege imprecision with inratio. Results as follows: first test inr = >7.5, second test inr = 1.5, third inr = 1.5.